Event description:
The customer reported that the system displayed an interlock failure error message. This error message causes the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The parts required to repair the system are end-of-life. This system is no longer repairable.